Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-11816. It was reported the patient experienced an infection located superficial at the lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. Reportedly, the patient was prescribed antibiotics. Device information for the lead is unknown at this time.

Manufacturer narrative:
Additional devices and information was identified. This report "contain" missing data.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-11816. Reference MFR. Report#3006705815-2019-00219.